Manufacturer narrative:
Please refer to medwatch MFR# 2916596-2015-00897 for the referenced gi bleeding event. Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient had a recent episode of gi bleeding in (B)(6) and called the hospital on (B)(6) 2015 with complaints of dizziness. On (B)(6) 2015, the patient's hematocrit was 28% and on (B)(6) 2015 the patient's hematocrit was 22%. The patient was out of the state visiting relatives and was advised to have repeat labs drawn locally; the hematocrit was 20%. The patient was admitted to the emergency room and was transfused with 4 units of packed red blood cells. The patient's warfarin was held for 2 days and aspirin was completely stopped. An esophagogastroduodenoscopy and a colonoscopy are planned for when the patient returns home. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.